Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed the device's label which contains the product information. This information was reviewed and is correct. No more photos were provided. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the investigation findings, the reported complaint was not confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H4: the device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported by the sales rep in colombia that during an unspecified surgical procedure on (B)(6) 2023 using the micrifxqa+ w/4oc p3 device, the surgeon did the brocade to the top without novelty, the mini anchor was passed, then he introduced it into the channel, the bag of its packaging and began to suture it at the time of knotting it the mini anchor went out of the place. The surgeon decided to leave the device in the patient because the function could be fulfilled without being in the channel. The surgery was completed successfully. There were no adverse patient consequences reported. No additional information was provided.